Manufacturer narrative:
A ge rep evaluated the system but no conclusion can be drawn as further repair info is not available at this time.

Event description:
The customer reported that the system displayed a generator error message, and that there was arcing. This message likely resulted in a system shut down situation. There are no reports of pt injury or death associated with this event.